Manufacturer narrative:
The customer reported issue of difficulty to advance the catheter into the patient was not confirmed during the icy catheter (lot # 172325) inspection. The good-known guidewire was drawn completely through the catheter distal tip, no problem was observed. The guidewire passed through the catheter without any resistance. The catheter worked as intended. A visual examination of the returned catheter was performed. No physical damage to the catheter was found. There was no kink observed on the catheter. Noted dried blood residue on the balloons and luered tubings. Functional testing of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. The catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi without any issues. The balloons did not leak during inflation and deflation. No leak was observed.

Event description:
During the icy catheter (lot # 172325) placement for ivtm therapy, the customer experienced difficulty while advancing the catheter over the guidewire. The user used a new guidewire and the second catheter was placed successfully to continue the therapy. No consequences or impact to the patient.